Event description:
A customer reported a cartridge alarm 6 with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to load a new cartridge, but the alarm recurred. Consequently, technical support decided to replace both the pump and cartridge. The customer will use multiple daily injections as backup therapy to ensure continuous insulin delivery. Instructions for storage mode and pump return were provided, and a replacement pump was sent.